Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump had a cracked display screen after it was dropped. Blood glucose reading was 200 mg/dl. Troubleshooting was performed. The crack on the insulin pump was located on the display screen. Customer stated that the display screen cannot be read. The customer mentioned that she was hospitalized from (B)(6) 2014 to (B)(6) 2014 due to kidney failure. Advised that the insulin pump will be replaced. Nothing further reported.